Event description:
It was reported that during a procedure to stent a lesion in the left main and proximal left anterior descending (lad) coronary artery, a rx trek 3.5x8mm balloon dilation catheter (bdc) was used to successfully pre-dilate the lesion on the first inflation of 10 atmospheres in 10 seconds. A nc trek 3.5x8mm was then used to successfully post-dilate the stent. The used trek rx 3.5x8mm bdc was inserted into the proximal circumflex artery and a kissing balloon technique was used to perform percutaneous transluminal coronary angioplasty (ptca). The used trek rx bdc ruptured on one inflation of 10 atmospheres at 10 seconds. (2nd inflation performed by this device). It is unknown whether there was resistance on advancement or removal of the bdc from the anatomy. The bdc and the guide wire were removed separately and completely from the anatomy. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc trek 3.5x8, guide wire: sion, stent: outburn. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The single balloon rupture was confirmed. Based on visual, dimensional and sem analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.